Event description:
Cable balun oveheating was identified with this coil. Though an injury has not occurred, we recognize the possibility that a serious injury (in the form of a burn) might occur with reoccurrence of this event, if there is direct contact between the cable or cable balun and skin. There is language in the operator's manual that states that the cable is not to come in contact with the pt.